Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor(gold). Unable to confirm compromised force sensor system alarm due to motor error alarm. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker, stained address/serial number label and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system also screen is scratched so it was not readable. The customer¿s blood glucose level was 115mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.